Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 8 devices were evaluated based on historical data analysis. 2 devices were received. Evaluation findings (results/components): 8 devices: degradation problem identified, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, no device problem found / bearings. Product disposition: 8 devices: product not received. 1 device: not repaired but returned to customer. 1 device: scrapped by stryker. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 10 events for the failure: overheating of device. 2 events had no health consequences or impact. 8 events had problem identified during non-clinical procedure; there was no patient involvement.